Event description:
It was reported by the customer that a pyxis medstation es system did not allow staff to log-in, causing delay in patient care. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the unable to login was due to biometric scanner or connectivity issue. The technical support specialist investigated and found the time out error, requested user to reboot and reseat the network plug. Since the issue persist, the field service technician attempted to force patch the updates, reset adapter and flashed domain name system to resolve. The system was functional as intended.

Manufacturer narrative:
Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 18-sep-2022 to 17-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined to be a time out error. The technical support specialist requested the user to reboot and reseat the network cable to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system did not allow staff to log-in, causing delay in patient care. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.